Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head cable found out of electrical specification. Rubber portion of rf head label is missing.

Event description:
It was reported the programmer rf (radio-frequency) head would not interrogate a patient's newly implanted device. The rf head was changed, and device interrogation was possible. The programmer handle and back cover also need repair. No patient complications were reported as a result of this event.